Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 205 mg/dl. Customer stated that the buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.